Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/23/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 02/06/2015 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the up arrow, down arrow, and ok keypad buttons were found to be intermittently unresponsive. The contrast keypad button responded appropriately to button presses. The keypad cover was removed and contamination was found under the up arrow, down arrow, and ok key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that all keypad buttons were sticking and had a delayed response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.